Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products used: product name:smart touch nav: us catalog #: unknown, lot #: unknown. Product name:biosense webster cs: us catalog #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient, underwent a procedure with a carto® 3 system, and unwanted pacing malfunction occurred. The procedure was completed without patient consequence. Per 21 cfr, part 803, this complaint is reportable because device malfunction of this type could potentially contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4) it was reported that a patient, underwent a procedure with a carto® 3 system, and unwanted pacing malfunction occurred. The investigational analysis has been completed. Backplane was replaced and issue was resolved. Backplane was sent to htc for investigation and the issue was not duplicated customer complaint was not confirmed. The card tested at aquarium station and passed ECG tests at service jig utility .the card passed isolation test. Reported problem was not confirmed. The history of customer complaints associated with carto 3 system # 11222 was reviewed. 4 out of 28 additional reported complaints may be related to the reported issue. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.